Event description:
On (B) (6), 2010, the lay-user/patient contacted lifescan (lfs) (B) (6) alleging that the onetouch ultra meter has a power issue (battery indicator). This complaint is classified according to the documentation of the customer care advocate (cca). The patient manages her diabetes with oral medication. After the power issue begain approximately two weeks ago, the pt reportedly was unable to test her blood glucose. Subsequently, the pt developed symptoms described as "feeling thirsty and frequent urination." The pt denied receiving any medical intervention. During troubleshooting, the cca noted that there was no product misuse and the battery needed to be replaced based on the information provided. However, the pt did not have a replacement battery. This complaint is being reported because the pt claimed she developed symptoms that can be associated with hyperglycemia after the power issue began. In addition, the alleged issue was due to user error as the pt did not change the battery per the owner's manual.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.